Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation due to the device battery voltage a software download could not be performed. On (B)(6) 2016, the device was successfully explanted and replaced. The patient was doing well post surgery.